Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. Additionally, this event was further reviewed by a clinical r&d engineer, and the reviewer stated that ¿two (2) fluoroscopic still images taken during active use of the second cds (reported device) were provided. In both images, the first implanted clip (no reported issue) can be visualized laterally to the second clip (reported device). In the first image the delivery catheter of the second cds is extended and the clip is attached to the l-lock shaft indicating the image was taken prior to mechanical separation. The clip arm angle appears to be ~45°. Reportedly, deployment maneuvers were conducted in accordance with the instructions for use, such that the first efaa check, lock line removal, and second efaa check were performed and uneventful; no clip opening was observed. After the release pin was removed and arm positioner rotated to expose the pin groove, the actuator knob was rotated ~ 5 times when fluoroscopy was activated and it was noted that the clip opened to ~40°. To this end, it is assumed that the first image corresponds to, and was likely taken, at this moment when the clip was visualized under fluoroscopy during actuator knob rotation. It was reported that the second efaa check was conducted and confirmed the clip remained close; this would require using fluoroscopy to view the clip. As such, it can be deduced that the cowl likely occurred in the timeframe of release pin removal, arm positioner rotation to expose the pin groove, and the initial actuator knob rotations; however, it cannot be confirmed at which precise moment the cowl occurred. In the second image, the clip is fully deployed (mechanical separation) and the dc shaft is retracted away from the clip; the clip arm angle remains unchanged from the first image at ~45°. In addition, some rotation of the clip is observed in the second image, as compared to the clip's position in the first image taken prior to mechanical separation from the dc shaft. This is indicative of a misaligned grasp. Misalignment with the valve plane and/or line of coaptation during leaflet grasping & deployment may result in tension on the clip, resulting in clip movement post deployment. The fluoro images provided align with the reported incident details that the clip was deployed at ~45° angle. No cine of the clip prior to the reported cowl event was provided; as such, no comment regarding the state of the clip in the moments/maneuvers preceding the observed cowl can be made. There are no additional observations based on the images provided.¿

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip that opened while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet. The first clip was implanted successfully. A second clip was then advanced into the patient and placed. During deployment, while turning the actuator knob, the clip opened from 5 degrees to 40 degrees. The physician was unable to fully close the clip at this point and the decision was made to deploy. The clip remains stable and well seated on the clip arms and the procedure was concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.